Event description:
Caller reported an issue with time settings after a pump reset. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised the caller to monitor the situation and follow up if the discrepancy in time recurred. The caller understood and acknowledged the instructions.